Manufacturer narrative:
B3-date of event is estimated. Reporter phone number-(B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays confirmed lead migration. As a result, surgical intervention was undertaken wherein the lead was repositioned and a second lead was implanted. Effective therapy was restored post operatively.